Event description:
Tried to contact someone at abbott in regard to their latest email via their "24/7" chat line that they boast about but says chat unavailable. The last two freestyle libre 3 plus sensors I wore stopped working days before they were supposed to. They would give all kinds of crazy readings and then abruptly stop working. Additionally, the libre sensor was typically 10-15 units different from a finger stick monitor, and I believe your product was inaccurate based on the information above. It's shame you have people paying for their products when they aren't working properly and now, they send a mass email out about inaccuracy that could potentially lead to poor treatment decisions or even death. They should be held accountable. Pt code: 4582. Device codes: 4059, 4086. Ref report: mw5181278.